Event description:
It was reported the epg (external pulse generator) will not power up. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the customer comment. Analysis found that the upper case and battery drawer were broken. The lower case was contaminated and the encoder flex was out of mechanical specification.